Event description:
The olympus loaner visera 4k ultra high-definition camera control unit was returned for an ¿abnormal sound inside the device¿. The repair evaluation identified an internal screw is loose causing the abnormal noise. No procedure or patient was involved. This report is being submitted to capture the loose internal screw.

Manufacturer narrative:
The repair evaluation identified an internal screw is loose causing abnormal noise and the bottom chassis plate screws are missing. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. No repair history related to the reported phenomenon was confirmed. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported image failure. However, the cause of the loosing and missing internal screws is unknown. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.